Event description:
After four month post injection, the patient is experiencing hardness, swelling around the injected area. The doctor has prescribed steroids.

Manufacturer narrative:
The batch record, including sterility testing records, was reviewed and met specifications, and did not reveal any issues with the alleged product lot.